Event description:
It was reported that during device backloading onto the guide wire portion outside the anatomy, the 2.5 x 15 mm trek balloon dilatation catheter (bdc) shaft of the delivery system was noted to be detached. The device was not used. There was no reported patient interaction. A different device was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.